Event description:
On 7/26/2022, it was reported by a sales representative via email that (2) ar-3636 1.8 knotless fibertak were unable to be implanted. After passing the repair stitch and loading it through the shuttle suture, the shuttle suture were pulled out the repair stitch had not gone back through the anchor and all that remained was a repair stitch shuttled through the labrum. The was no loop over the tissue to complete our final tensioning. This was discovered during a procedure on (B)(6) 2022. Additional information received on 7/27/2022: this was discovered during a glenohumeral instability with labral repair procedure. Surgeon was able to complete the case using an ar-3638 knotless fibertak.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause of the reported failure is use error.